Event description:
Surgical complication: retained femoral head trialing component. Patient underwent right total hip arthroplasty with spinal anesthesia on (B)(6) 2014. During to course of the procedure, the surgeon was trialing femoral components to determine the proper size for this patient. The patient was templated to an extended offset due to an extreme amount of offset in his hip; an extended neck offset was used. The patient was unstable anteriorly and the head slipped through a rent in the tissue where the osteophytes and redundant soft tissue had been taken out. The femoral head stayed anteriorly in the pelvis and the surgeon was unable to find where the femoral head had migrated to (within the patient's anterior pelvis). After consulting with surgeon peers, the surgeon and family determined that the instrument should be left in place due to the risks associated with a large incision that would be needed to retract the instrument. The rest of the procedure was performed and the patient's hip was replaced appropriately with +10.5 mm femoral head. CT scan of the pelvis determined that the foreign body remains between the right iliac wing and iliac muscle. Further postoperative evaluation will be needed to determine plan of care for this patient. Typically the instrument is used temporarily, for measurement and can be sterilized for use in future surgeries.